Manufacturer narrative:
Only year valid. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date in 2016, the patient underwent l4-l5 stabilization and l5-s1 fusion decompression, in which the rods and screws were implanted. On an unknown date, post-op, the reported screw broke. The patient also suffered from adjacent level degeneration. Hence, on (B)(6) 2019, a revision surgery was performed, in which the broken screw was completely explanted. No fragment of the broken screw remained inside the patient. No injury to the patient has been reported after the revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the revision surgery, removal of previous instrumentation and re-fusion was performed.

Manufacturer narrative:
Product analysis: visual and optical inspection did not reveal any damage to the threads or the hex of the screw. Normal wear is present around the crown of the screw from the seating of the rod. The screw appears to function as intended. No fault found. If information is provided in the future, a supplemental report will be issued.